Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted due to interstitial cystitis, genuine stress incontinence and urethral hypermobility. It was reported that following insertion the patient experienced pain, infection, and urinary problems. It was reported that the patient underwent mesh revision on (B)(6) 2004 due to severe pelvic pain and urinary retention. It is reported that the patient underwent interstim implant on (B)(6) 2005 due to frequency, urgency, urine retention, and pain. It was reported that the patient underwent removal of pelvic bone anchors on (B)(6) 2010. It was reported that the patient had the interstim replaced on (B)(6) 2013. (B)(4) - urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent anterior and posterior colporrhaphy, suburethral fascial sling with bone achors and cystoscopy on (B)(6) 2005. On (B)(6) 2006 the patient underwent enterocele repair and posterior colporrhaphy. On (B)(6) 2005 it was reported that the patient underwent excisional biopsy of right breast lump and diagnostic laparoscopy with lysis of pelvic adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted, concurrently with a urethrocystoscopy with hydrodistention. It was reported that patient underwent perineoplasty on (B)(6) 2013 & (B)(6) 2014 due to entry dyspareunia, recurrent vaginal outlet stenosis and atrophic vulvovaginitis. No additional information was provided.

Manufacturer narrative:
(B)(4).